Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg) levels (40 mg/dl-70 mg/dl) in the morning. Customer ate (B)(4) crackers to treat low bg levels. Customer's health care provider adjusted pump settings. Customer believes low bg levels were due to pump settings. Customer discontinued use of the pump for the past month and reverted to manual insulin injections.